Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states the patient presented to the emergency room with arrhythmia attributed to intermittent loss of capture from the right ventricular lead. Programming adjustments were made prior to the lead replacement. The lead was explanted and replaced. No additional adverse patient effects were reported.